Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited inconsistent threshold. Fluoroscopy confirmed the lead was dislodged and pulled back into the main coronary sinus. The lead was explanted and replaced. It was also reported that a new lead was attempt, but was unsuccessful at seating far enough into the vessel. The lead did not have stability and pulled out during the slitting process. The lead was replaced with an active fix lead. No patient complications have been reported as a result of this event.